Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a crack present around the battery compartment on the insulin pump. Customer stated a piece of plastic was missing around the battery compartment. Customer also reported the insulin pump over-delivered insulin to their body. Customer reported they were able to suspend the insulin pump at 7.5 units of insulin. Customer also reported the numbers were ramping up on the insulin pump. Customer's blood glucose was 70 mg/dl. The customer was able to treat their blood glucose with juice. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping/scrolling on their own noted. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was programmed with multiple boluses and all registered properly in the daily total history. They also matched properly with the units left on the status screen. No bolus delivery anomaly or over delivery anomaly noted. The pump was received with a cracked case at the display window corner, broken battery tube threads, a cracked belt clip slot, and minor scratches on the display window.